Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 8 MDR's filed for the same patient (reference 1825034-2014-04336 / 04339, 06415 / 06416 and 08889 / 08890).

Event description:
Legal counsel for patient reported patient underwent bilateral total hip arthroplasty on (B)(6) 2008 and a right hip revision procedure on (B)(6) 2014 due to patient allegations of pain, elevated metal ion levels, pseudotumors, fluid, and soft tissue necrosis. There has been no reported left hip revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014 due to pain, elevated metal ion levels, a pseudotumor and subluxation. Operative report noted the presence of a pseudotumor, murky brownish yellow cloudy fluid, necrosis, metal debris, impingement on the femoral neck and cup, notched femoral neck, cup over anteverted, synovitis, soft tissue reaction, taper adapter cold-welded onto the stem, and metal staining. All components were removed and replaced with competitor's components. Additional information received in patient medical records revealed a left hip revision on (B)(6) 2014 due to pain, metal-on-metal soft tissue reaction, and elevated metal ion levels. The patient's operative report noted brownish yellow fluid, head/adapter was cold welded onto the stem, a crack in the greater trochanter, and splintering and fragmentation of bone. All components were removed and replaced with competitor's components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Explant date - it is unknown which device was explanted on (B)(6) 2014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-04336 / 04339).

Event description:
Legal counsel for patient reported patient underwent bilateral total hip arthroplasty on (B)(6) 2008, and a right hip revision procedure on (B)(6) 2014, due to patient allegations of pain, elevated metal ion levels, pseudotumors, fluid, and soft tissue necrosis. There has been no reported left hip revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is number 4 of 6 MDR's filed for the same patient (reference 1825034-2014-04336 /-04337 /-04338 /-04339 /-06415 /-06416).

Event description:
Legal counsel for patient reported patient underwent bilateral total hip arthroplasty on (B)(6) 2008 and a right hip revision procedure on (B)(6) 2014 due to patient allegations of pain, elevated metal ion levels, pseudotumors, fluid, and soft tissue necrosis. There has been no reported left hip revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014 due to pain, elevated metal ion levels, a pseudotumor and subluxation. Operative report noted the presence of a pseudotumor, murky brownish yellow cloudy fluid, necrosis, metal debris, impingement on the femoral neck and cup, notched femoral neck, cup over anteverted, synovitis, soft tissue reaction, taper adapter cold-welded onto the stem, and metal staining. All components were removed and replaced with competitor's components.